Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during gastric band procedure the surgeon was putting the band down the trocar and could not get it to go through. The surgeon looked at the band and he noticed that there was a tear in the band. Another device was used to complete case with no patient consequence.